Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed no sensor inserted during a sensor session. The sensor was inserted into the abdomen on 07/02/2019. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.